Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. The customer reverted to an alternate method of insulin therapy.